Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced sensitivity to touch on the ipg incision. The physician suspected an allergic reaction and, therefore, prescribed the patient to apply topical cream to address the issue.